Event description:
It was reported that the patient "passed out" and was inquiring why the device did not prevent that from happening. The device remains in use. No further patient complications have been reported as a result of this event.